Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a sudden blockage of the ray supply. The rse reviewed the logs, no obvious errors were observed, and it was a one-time problem. As a part of troubleshooting process, rse decided to keep the system monitored for a few days. After the close monitoring, it was found that no further errors were observed with the system. Rse closed the call with the customer agreement and no service had been performed by philips since, the system was working well. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that there was no x-ray. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.